Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported by a physician that during a routine new pump implant surgery, the mobility of the anchor/anchor dispenser (rotation) was made prior to the implant. The physician, the surgical assistant and the nurse all confirmed that it did not rotate and that there was an anchor dispense defect as the anchor was fixed to the dispenser and was confirmed to not move. A decision was made to use the anchor dispenser from the accessory kit. No patient symptoms were reported. The device system was to deliver unknown baclofen. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of the catheter (lot# n508715005) found the anchor useable because it did not properly detach from the deployment tool. Only the anchor deployment tool was returned. The anchor was still attached/stuck on the hypotube. The anomaly seen was likely related to silicone blocking that occurred between the interaction of the anchor and the hypotube.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.